Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant on (B)(6) 2018, the physician had difficulty inserting the stylet into the right atrial lead. After performing a ¿full puncture of the lead¿, the physician was able to successfully implant the lead and the patient was stable before, during, and after.